Event description:
Reportedly, upon interrogation of the device on (B)(6) 2012, the device was found in standby mode. It's re-initialization took approximately 3 min. The as-shipped settings were then applied. An explanation was required.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.